Event description:
On 17-jan-2024, nurse assist received a complaint from (B)(6) via e-mail. Description of e-mail: please be notified that I have received a mailed letter, dated 12/7/2023, and received 12/17/2023, from byram healthcare. It alerted me that there was an urgent recall for the medichoice mhf# swfo71: expiration dates, 11/6/2023 to 9/18/25. After a hip replacement surgery on (B)(6) 2023, I was placed in inpatient rehab for one week. It was there that I got an infection. When at home, I received visiting nurses who would monitor my wound and use medichoice to be an essential factor in flushing and healing the wound - no one being aware that it was exacerbating the very issue... This has set me back months in terms of recovery. Long story short: -this is not a simple matter of my doing a return and refill... Much larger than this. -I have researched the ''affects'' of the FDA urgent recall and am fully aware of them. -I intend to keep this product with expiration date because I think that those were aware of it's negative and possible life- threatening effects among those who have not yet been advised and could be vulnerable.-

Manufacturer narrative:
The customer did not provide a lot number and is not interested in pursing this matter with an investigation.